Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the manufacturer for investigation. The solenoid valve was found to be the root cause of the component failure.

Manufacturer narrative:
It was initially reported, during the evaluation of the device at a third party service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue. The device's blower motor was also replaced due to a ventilator inoperative condition. The blower motor was returned to the manufacturer for investigation. The bearings were found to be the root cause of the component failure.